Event description:
It is believed that the left common iliac was perforated during preparation for delivery of the excluder bifurcated endoprosthesis by one of the vascular access accessory devices utilized by the surgical team. The perforation was not initially detected, and the procedure progressed as planned. The endoprosthesis was placed and deployed successfully. Upon final angiogram, extravasation was noted on the left common proximal to the internal/external bifurcation. The pt's pressure was brought to the surgeon's attention. The pt was stabilized and an add'l contralateral limb was placed to extend to the l2 bifurcation. A retrograde injection of contrast revealed a persistent leak, therefore an iliac extender was placed into the left external iliac. The next retrograde injection indicated that no leak was present. The pt was stable and moved to recovery. Approximately two hours later, the surgeon was notified that the pt was experiencing difficulty and shortly thereafter expired.